Event description:
It was reported that a patient fell on her hip and had pain and neurologic symptoms after an unspecified spinal surgery. The right cage back out was confirmed, and a revision surgery was performed. The cage was re-inserted, and then, the compression was applied.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.